Event description:
It was reported that the patient underwent a fusion procedure at l4 to l5 using rhbmp-2/acs on (B)(6) 2008. Patient's post-operatively period marked by a temporary relief followed by increasingly severe low back pain, with radiation of pain and numbness into his left lower extremity. A CT scan taken (B)(6) 2008 shows a foraminal disc prominence compressing nerve roots at the surgery level. The patient underwent a revision surgery on (B)(6) 2008 to remove hypertrophic bone causing severe compression of the l4 and l5 nerve roots. Despite this revision surgery, a CT scan taken (B)(6) 2009 shows renewed disc osteophytosis contributing to neural foraminal encroachment at the surgery site. The patient continues to experience severe and unrelenting pain and numbness that radiates into his left lower extremity.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(6).

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following surgeries: l4-5 decompressive laminectomy, l4-5 arthrodesis, discectomy and reduction of spondylolisthesis, l4-5 transforaminal lumbar interbody fusion using a cage, bone morphogenic protein and local bone. Percutaneous pedicle screw fixation and fusion l4-5 to treat the following pre-op diagnosis: l4-5 moderate severe stenosis with grade I spondylolisthesis. Op notes: the distractor was removed from the left side and then the disc spaces were prepared using again rotating cutters and then a scraper. The local bone was then placed into the disc space using a funnel. This was followed by extra bone morphogenic protein wrapped around local autograft. Finally a 26 x 14 cage filled with bone morphogenic protein was inserted obliquely into the disc space and countersunk. Fluoroscopic images were obtained to confirm positioning. The contralateral screws were then tightened into compression. The tubular retractor was then wended laterally and extra bone morphogenic protein placed laterally for fusion material. The process on the contralateral side was repeated, only now the spondylolisthesis was reduced. Percutaneous pedicle screws were placed followed by guide wire and tap. The patient was then transferred to the stretcher to be extubated. The patient was taken to the recovery room in good condition.